Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer implanted a tecnis toric intraocular lens (iol) with a target refraction of -2.0d, the postoperative outcome was -1.0 sph/ -1.50cyl/ 63° a. The doctor will need to rotate the implanted lens although it is exactly in the axis.the iol-master measurement was done before surgery. It was reported that in the calculation of the torus, the back surface was not taken into account, resulting in an overcorrection of the astigmatism, resulting in about 0.5d to 0.75d. If the lens is rotated from now 85 ° to 96 °, the residual refraction could be reduced to -1.32 sph / -0.87 cyl / 95 ° a. In the postoperative pentcam measurement, the anterior surface astigmatism is very irregular (poorly to correct with a torus) and shows on average only a value of 1.3d (preop -iol-master 3.29d). There was no loss of 2 or more lines best spectacle corrected visual acuity.the patient is content with the result. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Corrected data: date of this report: on the previous supplemental MDR, the date was inadvertently not populated. The date of 05/29/2018 should have been entered. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.